Manufacturer narrative:
The pipeline model and lot numbers were not reported. The device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Occlusion is a known inherent risk of pipeline procedure and is documented in the pipeline instruction for use. Per the article, the patients experienced occlusion due to noncompliance to antiplatelet medications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature that patients experienced stent occlusion after pipeline embolization device implantation. This was retrospective study of 51 patients treated for 57 aneurysms with the pipeline embolization device (ped). The patients were treated for ruptured and unruptured aneurysms located in the internal carotid artery (ica) (cavernous, ophthalmic, communicating segments), anterior cerebral artery (aca), basilar artery, and vertebral artery. The average measurement of the largest aneurysm diameter was 11.9mm. A mean of 1.5 pipeline devices were used. Two patients showed complete stent occlusion on follow up without clinical consequences. Both cases were due to antiplatelet medication noncompliance - the patients discontinued medications. Citation: john, s. Et al. (2016). Long-term follow-up of in-stent stenosis after pipeline flow diversion treatment of intracranial aneurysms. Neurosurgery, 78(6), 862-867. Doi:10.1227/neu.0000000000001146.

Manufacturer narrative:
Additional information mdrs related to this article: 2029214-2016-00389 2029214-2016-00848 2029214-2016-00849 2029214-2016-00850.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.